Event description:
During the removal of the patient's groshong catheter in the physician's office, the catheter was noted to be fragmented. The patient was sent to the hospital for retrieval of the retained portion of catheter which was in the right ventricle. The procedure was accomplished without complications.*the port was not saved by the physician. The retrieved portion of catheter is available for inspection.